Manufacturer narrative:
Continuation of d10: product ID: (B)(4). Product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a product ID (B)(4); product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) identified left bundle branch block (lbbb). No treatment was reported. No additional adverse patient effects were reported. Approximately 6 years following the valve implant shortness of breath developed and the patient presented to the emergency department. Transfer to a different hospital was required with complete heart block. A non-medtronic dual chamber pacemaker was implanted the day following onset. Intubation was extended due to volume overload. The day following the pacemaker implant the patient was extubated. Unspecified laboratory abnormalities resolved supplemental oxygen was discontinued. The patient was discharged to home with follow-up with the cardiologist. Medications were updated and optimized for diastolic heart failure management. The physician indicated it was unknown if this complete heart block event was related to the valve. The complete heart block event resolved 3 days following onset.